Manufacturer narrative:
Explant date: if explanted, give date: not applicable, (na) - to date, the intraocular lens remains implanted. Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The patient reported that her vision has been blurry ever since her multifocal lenses were implanted a year ago. This lens represents the implant in the patient's right eye. The patient is a manicurist and indicated that she sees glare when working. Her implanting physician told her that she has 20/20 vision; however, the patient indicated that it is blurry, like looking through wax paper. A lens explant from the left eye is scheduled with another physician on (B)(6) 2014. Patient is unsure if the lens from the right eye will be explanted. It depends upon the results of the left lens explant. The multifocal lens will be replaced with a near sighted lens. Patient will wear glasses for distance. Additionally, it was reported that the patient had some kind of film over her left eye. A separate MDR is being filed for the companion (left) eye.

Manufacturer narrative:
Corrected data catalog # zmb00u0195. Device evaluation the manufacturing record review was performed. There were no nonconformances with respect to the final product release process. The in-line optical inspection data within the manufacturing record showed that the lens was within power specification. There were no associated nonconformity material reports with respect to the production order number. There were no nonconformances with respect to the sterilization process. There were no process and / or material changes within the production order number. The manufacturing record review indicated that the product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.